Event description:
"Rubber seal became detached from seal and ended up inside the pt, when instrument was inserted through the seal. Pt was unaffected in any way. Did take some extra time to remove the piece of seal from the abdominal cavity and to replace seal on cannula."

Manufacturer narrative:
The incident device will not be returned for eval; however, the cer is currently under eval. At the completion of the eval, a follow-up report will be submitted.